Event description:
Patient reported that many transfer sets to the infusion device from this box are defective. Patient stated, the luer separated from the infusion set tubing. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product by the customer. Result we received following statement from our supplier (B)(4): to this complaint we received one used sample for investigation. The complaint reason was a broken luer-tube connection. During the visual inspection we could confirm a separation of the connector from the tube. The microscopic inspection revealed that the tube was clearly ton out. The spot of separation showed characteristics of a strong non-axial tensile stress. Due to the missing batch number we were not able to check any retain samples or production documents. Based on these results the complaint reason is classified as handling error. The problem mentioned by the customer is related to mishandling of the product by the customer.